Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced chest pain one day post device implant. The right ventricular [rv] lead showed diminished p-waves (undersensing) and an echocardiogram revealed an rv apical/septal perforation. The rv lead was repositioned and remains in use. The atrial lead was also repositioned, but satisfactory threshold results could not be achieved. The lead was extracted and replaced. No further patient complications were reported as a result of this event.